Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leaking when the device was placed at negative pressure. The leak was due to a crack in the side arm. A review of the complaint handling database found no similar incidents from this lot reported for cracks in the side arm or leaks. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the right common femoral artery, which did not have any tortuosity or calcification. During preparation, an attempt was made to pull negative pressure from a 7.0 x 20 mm armada 35 balloon catheter; however, this was not possible due to a crack in the hub, which was leaking saline. Additionally, an attempt was made to pressurize the balloon outside the anatomy to test the device, but this was not possible because there was a saline leak coming from the hub. Therefore, the device was replaced with a non-abbott balloon dilatation catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.